Event description:
It was reported that the patient underwent a spinal procedure. It was reported at that the patient developed a postoperative spine wound. The patient underwent a revision procedure to remove the spinal grafts. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.